Event description:
It was reported that the patient was experiencing issues with an artificial urinary sphincter (aus) pump not refilling resulting in the device remaining activated. There has been no surgical intervention or patient complications reported.

Event description:
It was reported that the patient was experiencing issues with an artificial urinary sphincter (aus) pump not refilling resulting in the device remaining activated. Troubleshooting was performed and the pump was reset. The issue was resolved without surgical intervention. There were no additional patient complications reported.